Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging device doesn't turn on/motor tried to turn on. The device was returned to a third party for a further evaluation. During the evaluation of the device, the service center visually inspected the device and found evidence of foam degradation, and foam particles were visible. In addition to the above findings, it was also found e-04 and e-20. The device was scrapped.